Event description:
During the procedure, the or team utilized a zimmer electric dermatome for a skin graft. When the physician first used the device, it made a cut deeper than expected. The doctor stopped and handed the instrument to a colleague who tried using it at a different angle. However, during this attempt, the dermatome locked up instead of providing the expected smooth, sweeping motion. The team recognized that the instrument was malfunctioning. Consequently, the dermatome was removed from service and sent back to the manufacturer for evaluation.